Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that one two separate occasions the pump failed to deliver a programmed combo bolus. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 01/24/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no activity outside of normal patient use was found in the pump history. The pump history showed multiple combo boluses recorded on (B)(6) 2012 showing that they were delivered successfully; no combo bolus from 12:30 pm was observed in the history. The total daily dose totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without unprogrammed boluses being delivered. Multiple boluses were performed and were recorded accurately in the pump history. All of the keypad buttons were found to be responding normally to presses and there were no hypersensitive keys observed. The pump was opened and no evidence of damage to the force sensor or power circuit was observed. Unrelated to the complaint the display screen was found to be faded.